Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer's display was unresponsive to finger touch after the software update and the keyboard and retaining rail of the cover was broken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that there was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer's display was unresponsive to finger touch after the software update, and the keyboard and retaining rail of the cover was broken. It was noted that the touch screen was broken, stylus was defective and the touch screen was no longer functional. Additionally, the programmer failed the incoming tests on thermal test specification parameters. Furthermore, the upper handle was noted cracked, and the left keyboard sliding rail was reported as broken. The programmer was decommissioned as it was no longer serviceable due to lack of parts. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the programmer's stylus was not functioning.

Manufacturer narrative:
Product analysis correction: analysis was unable to confirm the customer¿s comment that the programmer¿s display was unresponsive to finger touch after the software update. However, it was confirmed that the keyboard retaining rail and the cover was broken and the stylus was defective. It was noted that both the touch screen was broken and the upper handle was cracked. Additionally, the programmer failed incoming power supply thermal test. Furthermore, the programmer displayed an error message for overheating as the cooling fan was nonfunctional. The programmer was decommissioned. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.